Event description:
It was reported after the stent was delivered to the target site and attempted deployment, the stent and the microcatheter moved away from the target site. They tried to resheathe the stent to attempt redeployment. The stent was unable to be resheathed into the microcatheter due to heavy resistance. The stent was withdrawn together with the microcatheter and successfully removed from the patient. The stent was replaced with another lvis jr stent of the same size but different lot and the procedure was successfully completed. There was no reported patient impact or harm.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Procedural or medical imaging was not provided and the device was discarded at the user facility. As the device was not returned an evaluation could not be conducted, therefore, the alleged product issue cannot be verified.